Event description:
The account alleged the brake caster would not hold when the brakes were activated. No pt impact.

Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue.